Event description:
It was reported that following a lap appendectomy procedure, the pt had to be returned to the or due to a staple line bleed. The surgeon sutured over the staple line. There was a lot of bleeding, but unk how much blood the pt lost. Unk if there was a transfusion or if any other intervention was completed. Pt condition is not known.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.